Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the manufacturing records review verified that this lot met all pre-release specifications. Additional device: pxc121200.

Event description:
In 2009, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. There were no complications during the procedure, but sometime before coming out of anesthesia, the pt had a stroke. The physician described it as an embolic stroke with aphasia, although she was uncertain what caused it. No significant thrombus was observed on CT, and no other pre-existing conditions were noted that would have pre-disposed the pt to a stroke. As of a week later, the pt is stable with no further complications, but is still aphasic.